Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Bd quality advocate, this notification is to inform you that a new case has been created with the complaint type category infusion ca. Case #: 00959401 case subject: npi 8100 check IV set alarms account name: milford hospital account #: 10055391 asset name: 8100 pump module v8.5.29.0 asset location: contact: mark delash contact email: contact phone: (203) 305 4539 contact mobile: patient or user involvement: no patient or user harm: no case description: mark had "check IV set" alarms on lvp8100 sn (B)(4) failure device type: failure problem type: failure mode: case resolution: mark did not have the pump with him at the time. I gave him instruction to perform analog sensor test. Mark will perform analog sensor test to identify which pressure sensor is defective and replace it. If mark needs further assistant, he will call me back. Ref:_00d30y0yr._5000l1qitrd:ref